Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided, the issues could not be reproduced. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center received an e226 and e231 errors. The issue occurred during a therapeutic appendectomy procedure. The power was turned off and on again, and the procedure was completed using the same set of equipment. There were no reports of patient harm or injury.